Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report the device would not work when hooked up to the defib machine. As a result, defibrillation therapy may be unavailable if it was needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report the device would not work when hooked up to the defib machine. As a result, defibrillation therapy may be unavailable if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. The device is not recognized when initially plugged and and could not be reproduced thereafter. This device was archived by stryker. A conclusive root cause of the reported issue could not be determined.